Event description:
It was reported that stent dislodgement occurred. A 4.0mm x 20mm promus premier stent was selected. When the stylet of the device was pulled, the stent came off with the stylet. The device was never used in the patient. No patient complications were reported and everything was "okay."

Manufacturer narrative:
Device evaluated by MFR: the stent was detached from the balloon and not returned for analysis. The product stent protector was also not returned for analysis with the device. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the wall of the balloon that was exposed. The bumper tip of the device showed no signs of damage. A visual and tactile examination found damage to the outer with multiple kinks from 109mm to 143mm proximal from the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.0mm x 20mm promus premier¿ stent was selected. When the stylet of the device was pulled, the stent came off with the stylet. The device was never used in the patient. No patient complications were reported and everything was "okay".

Manufacturer narrative:
Device is a combination product. (B)(4).